Event description:
It was reported that the intrasight mobile touchscreen monitor was cracked with sharp edges observed. The user suffered a slight finger abrasion, but required no medical care. This adverse event and product problem is being reported due to the cracked touchscreen monitor with sharp edges, resulting in a slight finger abrasion of the user.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2/a4/a5: no information available. Blocks b6 & b7: no information available. Block c: not applicable. Block d4: lot# and expiration date are not applicable. Blocks d6, d7, & d10: not applicable. Block h6: at the customer site, a field service engineer replaced the cracked intrasight mobile touchscreen monitor. The system met the specification for the performed service and was returned to use. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks d9/g3: the intrasight mobile touchscreen monitor was returned for evaluation. Block h3: visual inspection found a cracked screen with sharp edges as determined by a glove test with missing screen material. Block h6: due to missing screen material, investigation findings code was updated from 3243 (stress problem identified) to 3252 (fracture problem). All other complaint codes listed in the initial MDR remain acceptable (10- type of investigation and 61- investigation conclusion). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.